Manufacturer narrative:
This report 9710107-2020-00032 was sent in error as a duplicate for MFR report number: 9710107-2020-00028, any additional information received in the future will be captured and submitted under the report number 9710107-2020-00028. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no reported patient outcome.